Event description:
A male pt contacted lifecor customer support to report that he was getting "adjust belt" alarms and messages every thirty minutes beginning the previous night. Pt stated that all four electrodes were touching the skin. Support asked for a pt download. The download revealed increased right falloff starting in 2008. Support sent a pt services representative (psr) to the pt to replace the electrode belt.

Manufacturer narrative:
Device eval summary: device eval electrode belt has been completed. The reported problem was confirmed. The cause of the voltage offset and noise in the side-to-side channel and the faulty baseline recordings was a damaged wire in ECG c. There was a cold solder inside the ECG node. The damaged ECG would not allow the electrode belt to baseline. The root cause of the damaged ECG wire cannot be confirmed, but looked to due strain placed on the cable during normal wear and tear. The damaged electrode belt was repaired and restocked. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.